Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation there was a scratch on the lens and was removed and replaced on the same day. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The instructions for use instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).